Event description:
Event description cpi received information that a patient with an endotak downsize plus lead (dsp), was removed from service because of an insulation break. A new (dsp) lead was implanted.